Manufacturer narrative:
This field should remain blank as there is no mention of removal of the gore device in the provided medical records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 1999 indicate the patient underwent a ¿pubovaginal sling and anterior colporrhaphy, graham procedure of stretching the anal sphincter¿ for diagnoses of cystocele grade 3, stress urinary incontinence, prolapse of the uterus, and anal stenosis. The records state: ¿then marlex mesh graft was cut. It was at 2 cm by 30 cm and was brought out through the right side after passing the prolene suture through it, and it was brought out through the right suprapubic area behind the right pubic bone.¿ ¿¿the left side of the sling is then sutured through the prolene and brought out behind the left pubic bone. Equal tension is placed on either area and then the sling is placed properly at the level of the bladder neck. Stay sutures are placed over the sling as well as the outer part of the bladder, so as to keep the sling in its proper position.¿ ¿¿then from the suprapubic wound again the sling is flattened out. It was to be re-threaded because it is on a longer side so the prolene suture is re-threaded on either side and the excess is cut. Equal tension is placed, and then each marlex mesh is sutured to the pubic bone and then to its opposite end in the midline.¿ ¿the sling held the bladder. The uterus was prolapsing, kept tending to pull upon the sling and the bladder.¿ the (B)(6) 1999 records state a marlex mesh was used. There is no mention of a gore mesh being used in the procedure. However, intraoperative records dated (B)(6) 1999 indicate a gore® mycromesh® plus biomaterial device and vesica pbns kit (non-gore device) were used for the pubovaginal sling. It is unclear from the medical records if the gore® mycromesh® plus biomaterial device was used in the anterior colporrhaphy or for placement of the pubovaginal sling. Records after (B)(6) 1999 and before (B)(6) 2007 were not provided. Medical record dated (B)(6) 2007 indicates: ¿she has had a complicated history of prolapse repairs. Ultimately, she had mesh erosion and some treatment of that, but she has had a persistent mesh that was visualized but not bothersome so it was left in place. She was not having any bleeding after that surgery around 2001 until just recently. She also is concerned about this recent kidney infection.¿ ¿she had an abdominal pelvic CT with contrast, possible renal cyst and small hepatic cyst, no evidence of abscess. It was felt that the bladder was low-lying but no other extension or concern.¿ ¿she describes severe urinary urgency, frequency.¿ ¿¿she denies any dyspareunia or pain with intercourse.¿ records for the prolapse repairs were not provided. There is no mention of the gore device in the (B)(6) 2007 records. Additionally, there are no records detailing the alleged mesh erosion. The (B)(6) 2007 records also state: "she was somewhat vague regarding her prolapse history. She had what sounds like a suburethral, possibly teflon sling..." "Subsequently, she was told she had to remove the mesh as it required removal. She had another attempt at repair of some sort. Subsequently, she had a total abdominal hysterectomy, abdominosacral colpopexy. In 2001, she had graft erosion..." "She had a graft erosion, and she had an excision of the prolene mesh in the left vaginal apex on (B)(6) 2001." "She had persistent protrusion, but asymptomatic after that and that was just left intact." Past surgical history is noted as: ¿appendectomy¿she had a sling¿she had the sling removal for mesh recall. She had some other vaginal reconstructive procedure then a total hysterectomy, abdominosacral colpopexy around 2001 that was very successful. She had no pain or bladder complaints and felt complete relief of her symptoms until last month. After that procedure, she had a mesh revision in (B)(6).¿ records from the abdominosacral colpopexy around 2001, excision of the prolene mesh on (B)(6) 2001, or mesh revision in (B)(6) 2001 were not provided. Additionally, there is no mention of erosion of the gore device in the records. Gore® mycromesh® plus biomaterial device has never been recalled; however, vesica pbns kit was recalled in december 1999. Thus, it is unclear if the gore device was in fact removed. Exam notes from the (B)(6) 2007 records state: ¿¿the bladder was distinctly tender over the vaginal anterior wall and there was a sense of induration in that area. She did have a mid grade 2 cystocele¿apex well supported. There is an erosion of mesh at the left apex, but no erythema, no obvious blood coming from that area, though no other areas that likely where the blood was coming from.¿ ¿urine drip from the catheter specimen was significantly positive for leukocytes, blood suggesting an active infection despite ciprofloxacin.¿ impression states: ¿mesh erosion, relatively asymptomatic except recent bleeding. Pelvic pain, recurrent cystocele. Tenderness seems most related at the area of the anterior mid wall, was indurated and tender also under the bladder. Bladder infection with recent history of pyelonephritis.¿ there is no mention of infection related to the gore device from the (B)(6) 2007 exam notes. Other records as well as the location indicate that the referenced mesh erosion was the prolene mesh. A handwritten note dated (B)(6) 2007 indicates: ¿total abdominal hysterectomy and colposacralpexy using prolene mesh (B)(6) 2001¿¿ records for the (B)(6) 2001 procedure were not provided. Records dated (B)(6) 2007 indicate the patient underwent a cystoscopy for diagnoses of ¿¿severe urgency/frequency, recurrent bladder infection with history of mesh vaginal erosion.¿ postoperative diagnoses indicate: ¿cloudy urine, dip negative, no evidence of infection or graft erosion.¿ there was no mention of the gore device in the (B)(6) 2007 records. Operative records dated (B)(6) 2007 indicate the patient underwent extensive resection of vaginal apical mesh with dissection and closure for diagnoses of low-grade fevers and vaginal mesh erosion. The records state: ¿¿about 6 years status post an abdominal sacral colpopexy. She had a mesh revision soon after that procedure and had persistent mesh since then [sic], but asymptomatic until several months ago. Over the last several months she has had low-grade fevers, intermittent left lower quadrant pain, and some vaginal bleeding which is new. An abdominopelvic computerized tomography was reported as normal without abscess. She also has irritative voiding symptoms and recurrent urinary tract infections.¿ ¿since now with increased vaginal inflammation and discharge at the mesh erosion site since discontinuing the cipro [sic]. The plan was resection of the mesh given the previous failure to remove it.¿ there is no mention of the gore device in the (B)(6) 2007 records. The (B)(6) 2007 operative records state: ¿¿the area of graft visible at the apex was fairly large, 2 x 1-cm, at the mid and left vaginal apex. The exposed mesh was grasped with a tonsil clamp. Using careful dissection with the hope to aggressively remove as much mesh as possible, the vaginal mucosa was undermined around the mesh. The mucosa was quite thin and adherent anteriorly. There were 2 portions of the mesh, 1 that went anterior. There was a central bulky area and then another area that laid posterior and towards the sacrum, with possibly with doubled up portions. The mesh was very adherent and fibrotic.¿ ¿with careful blunt and sharp dissection, as much of the mesh as possible was separated from the vaginal mucosa and extending as high as possible. The entire portion of vaginal mesh was removed.¿ ¿after careful separation of the vaginal tissues from the mesh, the mesh was separated as high towards the apex as safely possible.¿ there was no mention of the gore device, and no mention of removal of or erosion related to the gore device. Records dated (B)(6) 2007 indicate the patient was seen for a postoperative check ¿status post resection of vaginal apical mesh erosion. Prior to the surgery, she was complaining of intermittent low-grade fevers, abdominal pain, recurrent bladder and vaginal infections¿she had a sacral colpopexy with presumed infection of the mesh and indeed the mesh area did appear more inflamed after discontinuing antibiotics.¿ ¿the procedure was performed without difficulty on (B)(6) 2007.¿ there is no mention of the gore device in the (B)(6) 2007 records, and no mention of removal or infection of the gore device. The infection of the mesh referenced in the records relates to the prolene mesh. There is no mention of vaginal scarring, erosion, or infections related to the gore device in the provided medical records. It should be noted that the gore® mycromesh® plus biomaterial instructions for use mentions the following warning, among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: an intraoperative nursing note dated (B)(6) 1999 indicates the patient underwent a pubovaginal sling and anterior colporrhaphy in which a gore mycromesh® plus biomaterial and vesica kit were used. An operative report dated (B)(6) 1999 indicates that a marlex mesh was used. The patient reportedly received treatment on (B)(6) 1999 for bladder prolapse, stress urinary incontinence, and cystocele. Medical record dated 8/27/07 indicates: ¿she has had a complicated history of prolapse repairs." "She was somewhat vague regarding her prolapse history. She had what sounds like a suburethral, possibly teflon sling..." "Subsequently, she was told she had to remove the mesh as it required removal. She had another attempt at repair of some sort. Subsequently, she had a total abdominal hysterectomy, abdominosacral colpopexy. In 2001, she had graft erosion..." "She had a graft erosion, and she had an excision of the prolene mesh in the left vaginal apex on (B)(6) 2001." "She had persistent protrusion, but asymptomatic after that and that was just left intact." Medical record dated (B)(6) 2007 indicates: "she had a sling removal for mesh recall. She had some other vaginal reconstructive procedure then a total hysterectomy, abdominosacral colpopexy around 2001 that was very successful. She had no pain or bladder complaints and felt relief of her symptoms until this last month. After that procedure, she did have a mesh revision in (B)(6) 2001." Operative report dated (B)(6) 2007 indicates the patient underwent "extensive resection of vaginal apical mesh, with dissection and closure" for vaginal mesh erosion. No additional patient records have been received describing the indicated multiple procedures or note which mesh eroded.

Event description:
This report is being submitted as a follow up report 2017233-2014-00252.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Gore has requested additional information from the reporter.

Event description:
It was reported to gore that a patient alleges to have experienced erosion, infections, abdominal pain, urinary problems, dyspareunia, and vaginal scarring after having been implanted with a gore mycromesh plus biomaterial product. It was also reported that the patient underwent an additional procedure approximately 8 years later. Additional, event specific information has not been provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a direct product analysis could not be conducted. The manufacturing and sterilization records for this lot are beyond the required retention period and therefore cannot be reviewed. All available information has been placed on file for use in tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up 1 to MFR. Report 2017233-2014-00252.